Event description:
A report was received that the patient is unable to use the device following a non device related procedure where a defibrillator was implanted. Unsuccessful troubleshooting was done to get the device charged up. The physician decided to replace the entire system. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-2218-50 serial:(B)(4) description:linear st lead, 50cm explanted devices will not be returned to bsn as they were discarded by medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.